Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose needle cap was confirmed. The product returned for evaluation was one 20g accucath ace. The unit was returned with the needle retracted and the cap decoupled from the needle assembly. No use residues were observed throughout the unit. The guidewire tip was observed to be inside the catheter tubing. Microscopic inspection of the components found that the catheter tip had a flared segment likely suggesting that the coils of the guidewire tip had been resting against the catheter tip for an extended period of time. Additionally, inspection of the needle cap found that the ridges which allow the cap to couple with the needle assembly were deformed. The needle cap was functionally tested by attempting to couple and decouple the needle cap with the needle assembly. The cap was able to be coupled, however, a very small amount of force was needed when decoupling the components. It is likely that the deformation seen on the needle cap was preventing a proper fit from forming with the needle assembly. However, there was not sufficient evidence to determine how the damage to the needle cap occurred. Additionally, it is unknown if the damage to the catheter tip was related to the premature retraction. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by customer that, "I opened a package this morning to insert an accucath on a patient and found a defective catheter. The cap was not snapped on and the needle had been retracted." No other information was provided. (B)(6) 2024 - the returned device exhibited the needle retracted and the cap decoupled from the needle assembly.